Event description:
Information presented in a poster session reported this product remained in the lower part of the macula after the surgical procedure. It was reported there was an additional surgical procedure to remove product.

Manufacturer narrative:
The complaint device is not being returned for evaluation. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing records.